Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 251 mg/dl at a time of call. Blood glucose at time of incident was 500 mg/dl. The customer stated they had a insulin flow block alarm. They change the infusion set but blood glucose did not go down and customer was admitted. Customer states that auto mode feature was not active at the time of high blood glucose event. Customer states that they was treated with insulin pump for high blood glucose. The insulin pump will not be returned for analysis.